Manufacturer narrative:
Device evaluation: h10: the device history record (DHR) review did not show any deviations to manufacturer specifications. For functionality failure, it is imperative to receive a sample to duplicate the failure as described.

Manufacturer narrative:
As a resolution, the device history records of the 613 samples were reviewed, the visual inspection, leak tests were performed and no issues were found. According to the investigation, personnel is related to the reported defect, as they must remove the silicon excess into the barrel according to our internal procedure spm 601w etal. In addition, we currently do not have a specification to perform a full-time test so we are unable to perform a full-time test. According to our procedures, we only perform a leak test to verify that there is no leak between the plunger and the barrel. A root cause for the issue "cannot draw or slow fill" could not be determined. However, a CAPA-000000878 was initiated to perform an investigation looking for fill issues and obtain the proper preventive and corrective actions.

Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report at this time, the suspect device has not been returned for evaluation. Therefore, no root cause could be determined yet. PMA/ 510(k): enforcement discretion.

Event description:
It was reported to vyaire medical that the 9425tru airlife® arterial blood sampler syringe is not self-filling and the post draw blood was leaking when placing into the safety device. There was no information on patient involvement.